Event description:
Transfusion of 1 unit of rbcs was ordered. Rn began transfusion at 100 ml/hr. During transfusion rn noted that blood bag did not appear to be draining at normal rate. Rn checked clamps, IV site/IV patency, reviewed pump settings and increased rate to 125 ml/hr. Rn continued to monitor transfusion and blood bag still appeared to be draining very slow, patient received approximately 10-20 mls in 2 hours. Normal saline bag was clamped, but level also appeared lower then normal. Rn called a second rn to room to access/evaluate equipment. Rn again checked equipment and notified blood bank and doctor. Per blood bank, rn disposed of blood and new transfusion order placed by doctor. New IV pump obtained and new transfusion started without any issues.